Manufacturer narrative:
Stryker evaluated the device verified, and was unable to duplicate the reported issue. It was also observed on the logs that a rapid switch occurred between batteries. The device was powered by battery two during all the uninitiated shutdowns. Because the battery used during the case was not sent in for evaluation, the root cause could not be established. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly power off multiple times during a cardiac arrest event. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker received patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly power off multiple times during a cardiac arrest event. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Event description:
The customer contacted stryker to report that their device unexpectedly power off multiple times during a cardiac arrest event. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Stryker evaluated the device verified, and was unable to duplicate the reported issue. It was also observed on the logs that a rapid switch occurred between batteries. The device was powered by battery two during all the uninitiated shutdowns. Because the battery used during the case was not sent in for evaluation, the root cause could not be established. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.